Event description:
It was reported that in the emergency room, the md was unable to advance the swg through the ars due to sever resistance. As a result, the catheter was removed and a new kit was opened and used without issue. It is not known if this caused a delay; however, there was no death or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was reviewed and the event was determined to be the result of a product malfunction; therefore, it is reportable.